Event description:
A customer contacted stryker to report that their device had alarmed and would not provide compressions when attempted. If a device does malfunction, the device operating instructions indicate that the user is to perform manual chest compressions. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. After replacing the compression module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.